Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an apply sample message. The patient manages her diabetes with insulin and oral medication. The product issue began on (B) (6) 2010 at 6 am. The patient did not take any action as a result of the product issue. The next day in the afternoon time, the patient reportedly had a symptom of blurred vision. The patient denied receiving any treatment as a result of the product issue. During troubleshooting, the csr noted that the testing technique was correct and the blood sample did draw into the test strip. The product issue was not resolved. This complaint is being reported because the patient claimed she developed a symptom that can be associated with hyperglycemia 1 day after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.